Event description:
It was reported a patient's atrial lead presented with inappropriate automatic mode switch due to noise. Decreased pacing impedance was also noted. Intervention discussed but no changes were reported. The patient was stable.